Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt (B)(6) received an scs system including a percutaneous lead on (B)(6) 2011. It was reported that the pt's left lead was causing discomfort when the amplitude for the stimulation was increased. In an effort to resolve this matter, the physician repositioned the lead increasing the implant depth. Follow-up with the pt found that the reported issue was resolved as a result of the aforementioned surgical procedure. No further complications were reported.